Manufacturer narrative:
Meter was returned for evaluation. No defect was detected. Test strips were returned for evaluation. Defect was detected. Most likely underlying root cause: rc-61: storage outside specifications. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for e-5 error message on blood glucose test results. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a blood test was performed by the customer and produced test results of e-5. The test strip lot manufacturer¿s expiration date is 02/22/2021 and open vial date is september 2019. The meter memory was not reviewed for previous test result history.